Manufacturer narrative:
Device sample not available. DHR review could not be conducted since the lot number was not provided. A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. We will continue to monitor trending relating complaints.

Event description:
Complaint alleges: stapler jammed during use. No pt injury. Pt condition is reported as fine.